Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6)2017, the patient experienced a missing sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that upon sensor removal, they did not visualize the sensor wire on the skin or the sensor pod. The patient stated that the penetration from the sensor insertion had left a mark on the skin. The patient went to the doctor regarding pain that he was experiencing at the sensor insertion site and stated that it was possible that the sensor wire was under his skin. The patient's doctor did not wish to provide further information. At the time of contact, the patient was experiencing discomfort at the sensor insertion site. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.